Event description:
(B)(4). I got essure right after my fifth child, right away I started having pain and cramping that I was told would go away with time, it did not, it got worse and was accompanied with stabbing pains and cramping, also bloating irregular bleeding, head aches. I have waited two and a half years and finally decided that I can't live with this pain anymore.